Event description:
It was reported that during a procedure to treat a perforation in the circumflex (cx) artery, a 3.0x16 otw jostent graftmaster stent system was advanced but could not cross the perforation site in the cx. The stent system was withdrawn from the patient anatomy and the perforation was sealed with two coronary balloons, one 2.5x15 and one 3.0x20. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.